Event description:
Boston scientific received information that this pacemaker had erratic longevity. Last device interrogation, the battery had 1.5 years remaining. However, few months after, it reached elective replacement indicator (eri). Boston scientific technical services (ts) explained that battery may have changed bins and gone to more conservative estimate. Ts recommended having device change out within 90 days of reaching eri. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.